Event description:
The manufacturer received information in reference to a ventilator had a corrupt trilogy sd. After moving files the card was able to be downloaded. There was no patient harm or injury reported with this notification. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.